Event description:
Customer reported the passport 2 monitor intermittently shuts down, which may have affected pt monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit and verified the problem. Corrections included reprogramming the cp board and fe board. Unit was safety tested to factory's specs.